Event description:
The customer reported zipper damage to the end and side panels. The zipper pull tab was missing and there were holes in the netting. Evaluation of the returned product found that the zipper slider was broken.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the houdini clip was missing on panel side c. On panel side d, the zipper slider was broken. No holes were observed in the netting. The condition of the canopy was such that it could not be put into use. Manufacturer reference #: (B)(4).